Event description:
The customer reported that the system got a file corrupted error and would not boot up. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The gib board was reloaded. The system was tested and found to be working as intended and returned to service.